Manufacturer narrative:
Other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for spinal pain. It was reported that the patient had a new catheter placed because it was originally not placed in the spine properly. It was reported that the patient had no problems with the pump for 8 years, but since the catheter surgery the patient had "nothing but problems" and was concerned that the pump was leaking. It was reported that the patient was puking and experiencing sweats because the doctor let the medication run out (when the healthcare professional (hcp) programmed the settings for the medication, "they did something wrong"). It was reported that this occurred a couple months after the procedure. It was reported that the patient had the pump for 8 years and that because the medication ran out, "they almost killed him." It was reported that the patient had been going through withdrawals from the morphine "might have been 3 months ago." It was reported that the patient had consistently been experiencing withdrawals and been seeing an hcp. It was reported that the patient was saying he was going to kill himself before he could see the hcp on (B)(6) 2017 and was not mentally stable because of his situation. It was reported that the caller had asked him to go to the emergency room (ER) but when the patient went to the ER, the ER staff did not know anything about the pump and treated the patient like he was a "drug addict" (in there for pills but the patient did not want them). It was reported that the patient saw an hcp on halloween and was told the patient had enough medication. It was reported that the patient "didn't quite feel like he was going through withdrawals like he did before but something was going on and it was mentally messing with him." It was reported that the patient had not eaten in 5 days due to the withdrawals. It was reported that the patient would be moving back to (B)(6) to see the hcp, but wanted to find a hospital in the (B)(6) area that had a hcp trained with the pump that the patient could see for "emergency care." The patient service specialist (pss) offered to reach out to the local pain pump representative (rep) in the (B)(6) area, and the caller accepted. It was reported that the caller did not know the drug type, dose or concentration for any of the symptoms/events reported; all the caller said was that the patient was switched over from morphine to dilaudid. No further complications were reported. Additional information was received from the consumer. It was reported that the caller said that she had not heard back from the rep and wanted to know where they could send the patient for emergency care, since she was having a very difficult time with the hcps in the (B)(6) area. The pss advised the caller that if she felt it was necessary, to go and seek medical attention at a health care facility to address symptoms that the patient was having, and from there a hcp at the facility could request a rep out. It was reported that pss provided the caller with hcps to who they could reach out. No further complications were reported.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Product ID 8840 , product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The pump was interrogated on (B)(6) 2017 and showed no irregularities. The patient told the hcp that their pain was poorly managed. Thehcp planned to add bupivacaine to the patient's pump on (B)(6) 2017 in an effort to better control pain. The patient was new to the hcp's practice as of (B)(6) 2017, and did not report any of their previous issues to the hcp. The date the patient first started experiencing the puking and withdrawals was unknown. The cause of the issue with the catheter placement was unknown. The cause of the withdrawal, suicidality, and not being mentally stable was unknown. No further complications were anticipated/reported.